Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date the proximal femoral nail antirotation (pfna) blade impactor broke during operation when inserting the blade. No further information provided. Concomitant device reported: unknown proximal femoral nail antirotation (pfna) blade (part # unknown, lot # unknown, quantity # 1). This is report 1 of 1 for complaint (B)(4)